Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that she was hospitalized due to a low blood glucose level. The customer does not feel when her blood glucose is low. The paramedics were called on (B)(6) 2015 the customer was hospitalized. Her blood glucose level was unreadable both times. She was in a vehicular accident and was the driver. The customer blacked out while driving. She felt confused and angry. The insulin pump had many scratches and random no delivery alarms. The device was not returned.